Manufacturer narrative:
Follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported that the blade did not fall into the surgical site. No further information was available.

Manufacturer narrative:
Evaluation codes: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported that the blade did not fall into the surgical site. No further information was available.